Event description:
While troubleshooting a check final line alarm, the home patient (hp) stated that he had already ended therapy by forcing the door open. The hp then stated that he changed out only the final bag in prime and that got it past primed until this morning. The technical service representative (tsr) advised the hp to set up again that evening with new supplies. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check final line, patient switched the final bag only and reused the rest of the disposable set, which is a use error/poor aseptic technique. The cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.